Event description:
Pt, with extensive medical-surgical hx, who was currently not a surgical candidate for CABG, was undergoing interventional cardiac procedure in an attempt to treat intractable chest pain. Risk of death as result of underlying co-morbidities and complicated coronary pathology had been emphasized in informed consent and pt wished to proceed. During an attempt to dilate the rca lesion, the balloon caught on calcium deposits within the artery lumen and separated from the stent/catheter. The balloon subsequently migrated more distally in the artery during attempts to retrieve with a snare. The pt arrested. Efforts to retrieve the balloon continued to be unsuccessful; resuscitation was unsuccessful and the pt ctb'd.